Event description:
Spouse of home patient (hp) reports connecting pt to homechoice device before pt should have been, during prime. Baxter technician assisted hp in completing treatment for evening. No pt injury or medical intervention required per unit rn.